Event description:
It was later reported that when the revision took place, the catheter was spliced to the proximal portion of the pump. Additional information was requested regarding where the disconnect initially occurred, but was not available at the time of report.

Event description:
It was reported that the patient experienced a seroma and the pump flipped in the pocket. The event required surgical intervention, at which time the catheter was spliced and a pouch was added to the pump. The seroma was diagnosed on (B)(6) 2013 with examination/palpation. There was a catheter access port (cap) contrast study, which resulted with contrast seen at the proximal catheter/pump site. The etiology of the issue was located at the pump pocket. The symptoms were reported as a seroma with a mild severity, and the patient outcome was noted as ongoing with no further action needed. The pump was used to deliver morphine and bupivacaine.

Event description:
Additional information received reported that the operative note stated that the catheter disconnect had occurred ¿at the splice".

Manufacturer narrative:
Patient programmer: model 8835, serial# (B)(4). Catheter: model 8780, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
Additional information received reported the catheter revision previously reported took place on the date of (B)(6) 2013. The patient outcome was resolved without sequelae.

Event description:
Additional information indicated the etiology was the lumbar portion catheter in relation to therapy. It stated the event was unlikely related to the implant procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).